Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to multiple follow-up communications. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was received and evaluation was conducted; the complaint was confirmed. Investigation revealed the shrink tubing on the distal end of the inner assembly was split and metal gouging was present on the inner wall of the outer tube at the distal end of the outer assembly. Sterile lot number was not provided; therefore device history record review could not be performed.based on the information provided, the most likely cause(s) of this type of event include excessive bending force applied to the device during use and/or the extended reprocessing and reuse of a limited re-use device. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.

Event description:
It was reported that metal abrasions shed from the burr in the joint during decompression. The surgeon was not able to retrieve all the small pieces.no further patient or event information was provided at the time this event was reported.